Manufacturer narrative:
The patient age was not provided.(B)(4).the device is expected to be exchanged and the manufacturer will attempt to acquire the device for analysis. (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years and 5 months post-implant, it was reported that the patient was at the clinic for a routine follow up and the vad coordinator noticed a driveline disconnected and low flow alarm in the patient¿s system controller event history on the morning of (B)(6) 2015. It was also reported that the estimated pump flow was low on that day. The patient was reported to be doing well and the patient¿s lab parameters were normal. A system controller exchange is scheduled.

Manufacturer narrative:
It was initially reported that a device exchange was expected to be performed; however, it remains unknown whether the suspect system controller was exchanged for the patient. Multiple requests for product return were sent to the customer, however, the system controller was not returned for analysis. The report of driveline disconnect and low flow alarms was confirmed based on the information contained in the submitted log file. On (B)(6) 2015 at 4:15 am, the actual pump speed dropped below the low speed limit (lsl) of 8600 rpms and multiple motor stopped events were active where the actual pump speed recorded was 0 rpms. Two driveline disconnect events were recorded at this time. Low speed hazard and low flow hazard were active during the motor stopped event. Following the motor stopped events, the subsequent data recorded in the log file indicated that the pump ramped back up to its set speed without issue. The root cause of the events recorded in the log file could not be conclusively determined. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.